Event description:
Additional information was received indicating surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported there was tenderness and thinning of skin near the ipg. In turn, surgical intervention may be pending to address the issue.